Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient was diagnosed with pericarditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant procedure, the patient experienced a small pericardial detachment caused by the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. It was noted that the patient experienced thoracic pain described as a big painful spike in the middle of the chest. It was also noted that the patient had shortness of breath. Medication was administered, and the leads remain in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.